Event description:
It was reported that during a coronary diagnostic procedure in a severely calcified mid rca, the refinity catheter was delivered over a non-manufacturer guide wire. During use, the physician struggled to maintain guide engagement throughout the procedure. Following the second successful ivus run pre-pci, the physician was unable to remove the catheter, thus was removed with the guide catheter and guide wire at the same time. Upon removal, it was noted that the guide wire was extensively bent and assumed the reason for the inability in trying to remove the catheter off the wire inside the vessel. The procedure was completed with a new refinity catheter. No patient injury reported. This product problem is being submitted due to the refinity catheter removed as a system and can result in a potential for harm.

Manufacturer narrative:
This case was reviewed and investigated according to the manufacturer¿s policy. Country is australia. The refinity catheter was not returned for evaluation, thus no returned product investigation was performed. Do not apply to this submission.

Manufacturer narrative:
Blocks d9 & h3: refinity catheter was returned for evaluation. Block h3: visual inspection found damage from the distal tip to the rx port with rough edges of malleable material. During the guide wire movement test, a laboratory guide wire was inserted without difficulty or any resistance noted. Block h6: the reported complaint of the physician unable to remove the catheter from the guide wire could not be replicated with a laboratory guide wire. It is likely that the bent guide wire (not manufactured by philips) as stated in the initial MDR caused or contributed to the catheter getting stuck on the guide wire, resulting in removal as a system. Additionally, conclusion code #67 in the initial MDR remains appropriate since the reported complaint could not be replicated.